Event description:
Coiling treatment of a left mca aneurysm. It was reported the aneurysm ruptured during coil placement. No pt injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).